Manufacturer narrative:
The product was not returned for analysis. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Based on the results from the product history record, the products met release criteria. There are four another complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced +3.25d hyperopic surprise. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).